Event description:
It was reported that the patient right ventricular (rv) lead was dislodged and exhibited failure to capture. The rv lead was explanted and replaced. The patient was stable throughout.